Manufacturer narrative:
Clarification to initial reporter phone number: (B)(6). (B)(4). The events of capsular contracture and seroma are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii-iii, and seroma.

Event description:
Healthcare professional reported seroma and capsular contracture baker grade ii-iii on the right side. Device has been explanted.